Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced an infection originating in the knee. Reportedly, the infection spread to his heart. Tachycardia therapy was programmed off at that time and the patient was placed on hospice care. No other interventions were reported. The right ventricular (rv) lead remains implanted at this time. No additional adverse patient effects were reported.